Event description:
Customer reported inability to fit cartridge onto pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.